Event description:
It was reported that the motorized controller console on the 9600 system would not work during testing, prior to any procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The console connector was found to be improperly assembled. The connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.